Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on anterior side assessed, as surgical damage. Valve leak and/or damage: observed, a cracked valve seat diaphragm valve. Additional observations: creases were observed. White particles observed, inner the surface of the device. Red particles observed, in fill channel. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, later reported, left "leak at valve".

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.